Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra aortic balloon pump (iabp) had battery maintenance message required and touch screen malfunction and system error message occurred. There was no patient involvement.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of battery. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0004047 in your database.

Event description:
N/a